Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "after the centrifugation process, the plugs are very loose and this has led to sample spillage."

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off in the centrifuge was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode of stopper pop off in the centrifuge. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "after the centrifugation process, the plugs are very loose and this has led to sample spillage."